Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had a white arc spot. The event happened during their internal evaluation at the biomed service department. There was no patient involvement. No additional information is available.